Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has experienced "pinching" intermittently near the device and in certain positions. It was further reported that the patient reported "feeling a current sometimes". Further information was unable to be obtained. The device remains in use. No further patient complications have been reported as a result of this event.